Manufacturer narrative:
Philips service replaced the ionization chamber and remote control and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the collimator ionization chamber failed during use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.